Event description:
It was reported that the screen on the 9800 system goes blank and the system is unable to fluoro. Reboot of the system was required. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Flashed nodes, reloaded system software, reformatted cine drive and reconfigured dicom data. The system was tested and found to be working as intended and placed back into service.